Event description:
Patient was taken to or on 8/25/93 due to perforation that occurred during colonoscopy. Surgeon requiested on 8/31/93 that a report be made to quality management concerning the air pump pressure selector switch that was placed in "high" position. He felt this contributed to the perforation in the cecum which he states he had not gotten to with the scope. Manufacturer was called to ask if any precautions were advised while switch is in "high" position. There were no precautions.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.